Event description:
Patient called to report an issue with the t:connect software app that connects to her t:slim insulin pump. Patient stated this is not a pump issue and that all software is updated on the pump. Patient stated the app drains the battery from the pump and overnight on (B)(6) 2024 into the morning of (B)(6) 2024 in the middle of the night her pump shut off and she woke up with extremely high blood sugar and was very sick. Patient stated she spoke with a tandem rep who was aware of the app issue and told her that the pump needed to be unpaired from the app every 2 months. Patient said she was never told this by anybody at any point. Patient said she deleted the app.